Event description:
A past high blood glucose event was reported by the customer, though the specific value was unknown; the display merely read "high." Cause was not known. To address the issue, the customer administered a correction injection using multiple daily injections. Recommendation was made to consult with a healthcare provider regarding diabetes management.